Event description:
A customer reported a cartridge alarm that occurred during the pump's loading process, with no previous alarms of this type having been noted before, though alarms did occur with consecutive cartridges. Technical support initially advised a pump replacement, but the customer opted for a pump reset instead, which did not resolve the issue. There was no adverse impact to the customer's blood glucose level. Ultimately, a new replacement was approved for shipping.